Manufacturer narrative:
The pump was received with a blank non-flashing white lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the self and the displacement test or verify missing segments due to blank display. The insulin pump was also received with case cracked behind the pump near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the screen was flashing or solid white. Customer¿s blood glucose level was 89 mg/dl. Insulin pump will be returned for analysis.